Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 and 6.2 was not detected on the bus and failed to open. A field service engineer (fse) reseated the cable on drawer 6 to resolve the issue. After the adjustment, the customer tested the drawer functionality through the application and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.1 and 6.2 was not detected on the bus and failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.